Event description:
It was reported that externalized conductors and erosion were observed on the lead insulation. Suspected twiddler syndrome was also noted. Device interrogation detected possible lead noise. The lead was capped. Patient was fine after procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 24.3cm was returned for analysis. External insulation abrasion was noted at 13.2-13.8cm, 15.2-15.8cm and 16.9-18.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 20.1-21.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.